Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to adjust the stimulation. The display showed "call your doctor" icon with an out of regulation (oor) condition. Impedance readings were: electrode impedance test 0.7v: 408-969 ohms; 382(11)-648 ohms; 504-10000(12) ohms; 391(13)-1169 ohms; 504-10000(12) ohms; 427(15)-10000(12) ohms; 582-10000(12) ohms; 591-1719 ohms; 537-906 ohms; 531-846 ohms; 408(0)-10000(12) ohms; 381(11)-1055 ohms; 565(1)-10000 on electrode 2, 4, 5, 6, 10, 13, and 15, 391(3)-10000(12) ohms; 411(4)-1731 ohms. Therapy impedance: 570 ohms with 0-2+ 1.5v/450pw/40hz; 438 ohms with 10-11-12+13+ 1.7/450pw/40hz. It was noted with whenever the patient's battery got down to about 80 percent charge left on it and patent read the device with her patient programmer; an oor code was generated. This also occurred using a physician programmer. No shorts were found, but the #12 electrode was out of limits with impedance.